Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the user placed a non-compatible syringe (manufacturer: medident, 1ml syringe, ref ds01ll, lot jm01001b), which the alaris syringe pump did not recognize. Per report, the device displayed the message "unknown syringe installed." Bd has received additional information. It was reported that "the syringe in question was purchased as a backup when the normal syringe was on back order." The customer stated that "this is not an issue anymore." Although additional information was requested, the customer did not provide. There was no information on patient involvement.

Manufacturer narrative:
Omit: c20 no findings available. Correction: unique device identifier (UDI)#, PMA / 510(k)# added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the user placed a non-compatible syringe (manufacturer: medident, 1ml syringe, ref ds01ll, lot jm01001b), which the alaris syringe pump did not recognize. Per report, the device displayed the message "unknown syringe installed." Bd has received additional information. It was reported that "the syringe in question was purchased as a backup when the normal syringe was on back order." The customer stated that "this is not an issue anymore." Although additional information was requested, the customer did not provide. There was no information on patient involvement.